Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens of -12.5/1.0/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6)2024 the lens was exchanged with a shorter length lens due to excessive vault. This exchange resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).